Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels with differences of up to 56 mg/dl. The user reported that she started noticing these differences since she received her new dario meter on (B)(6) 2019. The user reported taking fast acting insulin three times per day, and basal insulin once per day. During a follow up call with the user she reported taking insulin because she is pregnant, taking 30 units of fast acting insulin with each meal, plus 20 units in the morning and 20 units at night. The user reported that her doctor increased her last intake of fast acting insulin dosage by 5 units due to the high levels of bg readings. She reported that due to the above she took more insulin than needed, and in the middle of the night her bg reading level dropped to 22 mg/dl, taking her to the hospital, where they compared the readings with her dario meter, realizing it had been reading high. She is slowly decreasing her dosage, and reported that she needs to go back to her doctor to re-establish her dosage. While on the call with dario's representative she was requested to compare the readings with another meter. She had already measured her bg level with her dario meter and got a reading of 122 mg/dl, she compared the bg level with her other meter and got a reading of 98 mg/dl. During the call she measured her bg level with her dario meter and got a reading of 108 mg/dl, she comparted the bg level with her other meter and got a reading of 72 mg/dl. Dario's representative sent the user dario's control solution. A couple of days later, during a follow up call with dario's representative, she was instructed to test with a new cartridge of strips. She measured her bg level with her dario meter and got a reading of 93 mg/dl, she comparted the bg level with her other meter and got a reading of 77 mg/dl. The user also tested her dario meter with dario's control solution and the meter was reading within range for both level 1 and level 2 tests. The user was sent a replacement of dario's meter and an RMA package for the user to return the original meter for investigation. As of this date, the RMA package was not returned. If the RMA is received at a later date, a follow up report will be submitted. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels with differences of up to 56 mg/dl. The user reported that she started noticing these differences since she received her new dario meter on (B)(6) 2019. The user reported taking fast acting insulin three times per day, and basal insulin once per day. During a follow up call with the user she reported taking insulin because she is pregnant, taking 30 units of fast acting insulin with each meal, plus 20 units in the morning and 20 units at night. The user reported that her doctor increased her last intake of fast acting insulin dosage by 5 units due to the high levels of bg readings. She reported that due to the above she took more insulin than needed, and in the middle of the night her bg reading level dropped to 22 mg/dl, taking her to the hospital, where they compared the readings with her dario meter, realizing it had been reading high. She is slowly decreasing her dosage, and reported that she needs to go back to her doctor to re-establish her dosage. While on the call with dario's representative she was requested to compare the readings with another meter. She had already measured her bg level with her dario meter and got a reading of 122 mg/dl, she compared the bg level with her other meter and got a reading of 98 mg/dl. During the call she measured her bg level with her dario meter and got a reading of 108 mg/dl, she comparted the bg level with her other meter and got a reading of 72 mg/dl. Dario's representative sent the user dario's control solution. A couple of days later, during a follow up call with dario's representative, she was instructed to test with a new cartridge of strips. She measured her bg level with her dario meter and got a reading of 93 mg/dl, she comparted the bg level with her other meter and got a reading of 77 mg/dl. The user also tested her dario meter with dario's control solution and the meter was reading within range for both level 1 and level 2 tests. The user was sent a replacement of dario's meter and an RMA package for the user to return the original meter for investigation. As of this date, the RMA package was not returned. If the RMA is received at a later date, a follow up report will be submitted. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: on january 27th 2020, the RMA package was received back from the user. The dario meter read within range. Therefore, it was determined that this complaint is not due to a meter issue. Not enough information regarding old strips to investigate. No resolution available.